Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss and foot detachment were confirmed. The damage to the guide wire and sheath used during the procedure could not be confirmed as they were not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported foot detachment and needle to cuff miss appear to be related to rotation of the device with the foot open such that the torsional load applied exceeded the foot strength and the foot was detached and not in the path of the needle to engage with the posterior cuff. It should be noted that the proglide instructions for use states to rotate the device prior to deployment of the foot. A conclusive cause for the reported damage to the guide wire and sheath used during the procedure could not be determined as the guide wire and long sheath used during the procedure were not returned for analysis. The reported patient effects of perforation and dissection are known inherent risks of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the minimally calcified right common femoral artery (rcfa) was attempted with a proglide device using the pre-close technique via a micro puncture sheath with ultrasound guidance and taking an angiogram to confirm placement. The sheath was upsized to 6f prior to the transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide device was deployed, the needles did not catch the cuffs. A second proglide was inserted, the footplate opened, and the device rotated before the device was pulled hard against the artery. The needles did not catch the cuffs. A third proglide was used with the same motion and result. A fourth proglide also did not have needle to cuff connection. All devices were inspected with two of the devices missing a posterior foot. A short 6f sheath was inserted to view the artery via an angiogram. A small arterial dissection was noted. The sheath was exchanged for a long 6f sheath. There was no resistance inserting the guide wire and long sheath; however, advancement was stopped. The guide wire and long sheath were damaged with the long sheath kinked like an accordion. A vascular surgeon gained access via a left arterial puncture. Angiogram showed a perforation. The rcfa was incised to repair the artery with suturing. The two separated feet were found in the subcutaneous tissue and were removed. The sheath was upsized and the tavr procedure was completed. Surgical suturing achieved hemostasis. There was a reported clinically significant delay in the procedure, hospitalization was prolonged, anti-coagulant use increased and the patient's blood pressure was noted to decrease. No treatment for the change in blood pressure was given. A runoff at the end of the procedure confirmed the artery was in good condition. No additional information was provided.